Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiacablation procedure with a carto® 3 system and a map shift occurred. Right before ablation was started the location information of fast anatomical mapping (fam) and ablation catheter obtained in advance did not match. Even after correction was made once, displacement occurred between the acquired map and catheter position information over time. Continue with fam shifted to catheter position the following items have been confirmed. The catheter table and arms are not too close together. There was no respiratory inversion phenomenon when the map was acquired. Sedatives were administered only immediately after the start of the patient (there was no additional administration before the start of map, etc.). The procedure was successfully completed without patient's consequence. The issue was seen during ablating. The approximate difference in catheter location before and after map shift was about 1 tag of visitag. The physician performed a cardioversion prior to the map shift and the patient did not move before detecting the shift.

Manufacturer narrative:
It was reported that a patient underwent a cardiacablation procedure with a carto® 3 system and a map shift occurred. Right before ablation was started the location information of fast anatomical mapping (fam) and ablation catheter obtained in advance did not match. Even after correction was made once, displacement occurred between the acquired map and catheter position information over time. Continue with fam shifted to catheter position the following items have been confirmed. The catheter table and arms are not too close together. There was no respiratory inversion phenomenon when the map was acquired. Sedatives were administered only immediately after the start of the patient (there was no additional administration before the start of map, etc.). The procedure was successfully completed without patient's consequence. Device evaluation details: the issue was investigated by the system manufacturer. It was reported by the biosense webster inc¿s field service engineer (fse) confirmed that when the data at the time of occurrence of failure was checked and it was verified the error occurred because the angio device came close. The fse advised the customer on the location of the angio device. It was found that the reported map shift occurred due to change of the metal on the chest and torso and patient move. An internal action has been opened to investigate the issue of these map shifts. The history of customer complaints reported during the last year associated with carto 3 system # (B)(6) was reviewed. No additional complaints is similar to reported issue. A manufacturing record evaluation was performed for the carto 3 system # (B)(6) , and no internal action related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).